Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
(B)(4): the display lens was found to be cracked. During testing, the display screen was found to be dim/faded. Unrelated to the complaint the testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the pc board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.